Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Describe event or problem: it was reported that the pump shut down unexpectedly during an infusion of cefepime. The infusion was approximately halfway completed at the time of the shutdown. The customer indicated this had occurred when the infusion was programmed as a secondary infusion. There was no information on patient harm. Although requested, the customer declined to provide additional information.